Event description:
Healthcare professional reported right-side "gel bleed". Device explanted.

Manufacturer narrative:
Correction to h10 in mw 2706256: reason for reoperation: "gel bleed" device evaluation: based on the device analysis grid, the assessments of the complaint are: gel bleed: not observed. Additional observations: deformation observed. Crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side "gel bleed "rupture". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.